Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2017. After, and as a result of the implantation of the medical device, the patient experienced pain, dyspareunia, vaginal pain, erosion, urinary issues and chronic complications of mesh including inflammation and foreign body reaction as well as the need for multiple removal procedures. The patient is still receiving treatment. Reportedly, patient claims to have suffered the following damages as a result of the implantation of the prior designated pelvic mesh products: past and future medical and incidental expenses, past and future physical impairment, past and future physical disfigurement, past and future impairment of relationships, past and future loss of earnings and impaired earning capacity, past and future emotional distress, past and future physical pain and suffering, past and future out of pocket costs, and past and future economic and special damages.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Manufacturer narrative:
Block h2: additional information blocks b5 (event description), b7 (other relevant history), and h6 (patient codes) has been updated based on the additional information received on (B)(6) 2023. Block b3 date of event: date of event was approximated to (B)(6) 2017, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) the explanting surgeon is: dr. (B)(6) block h6: the following imdrf patient codes capture the reportable events of: e1405 - dyspareunia e2006 - erosion e2326 - inflammation e1311 - chronic complications of mesh e2330 - pain e0402 - foreign body reaction e0206 - past and future emotional distress e1302 - hematuria e2311 - discomfort e2328 - urethral stones the following imdrf impact codes capture the reportable events of: f1901 - multiple removal procedures f1903 - explantation of eroded mesh f2201 - cystoscopy was performed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2017. After, and as a result of the implantation of the medical device, the patient experienced pain, dyspareunia, vaginal pain, erosion, urinary issues and chronic complications of mesh including inflammation and foreign body reaction as well as the need for multiple removal procedures. The patient is still receiving treatment. Reportedly, patient claims to have suffered the following damages as a result of the implantation of the prior designated pelvic mesh products: past and future medical and incidental expenses, past and future physical impairment, past and future physical disfigurement, past and future impairment of relationships, past and future loss of earnings and impaired earning capacity, past and future emotional distress, past and future physical pain and suffering, past and future out of pocket costs, and past and future economic and special damages. ***additional information received on march 14, 2023*** during the mesh implantation on (B)(6) 2017, the following procedures were performed for the treatment of complete vaginal vault prolapse, cystocele, and urethral hypermobility plus stress urinary incontinence. 1. Robotically assisted laparoscopic sacral colpopexy 2. Retropubic mid-urethral sling placement 3. Cystourethroscopy operative findings include a normally appearing dome, trigone, and urethra. An excellent efflux of pyridium-stained urine from each ureteral orifice bilaterally. A normal appearing tubes and ovaries bilaterally. No adhesions noted. Additionally, excellent hemostasis was achieved. The patient tolerated the procedure well and was awakened, extubated, and returned to the recovery room in excellent condition. To address the erosion of the mesh sling into the urethra, stress incontinence, and cystocele, the patient underwent an explantation of an eroded mesh sling, a tvt sling with suspended cadaveric fascia lata, an anterior colporrhaphy plication, cystocele repair, female urethroplasty, and cystoscopy with bilateral ureteral catheterization on (B)(6) 2021. A cystoscopy was conducted during the surgery, and it was discovered that there was significant mesh erosion into the urethral lumen. Following that, a 15-inch blade was used to incise over the sling once it could be palpated and located with a finger. When the surgeon reached the mesh fibers, he dissected them out laterally. In addition, the surgeon preferred to approach the urethral injury caused by the mesh from a more lateral angle rather than directly. When the surgeon came under it on the right lateral arm of the sling, he retracted it superiorly. He dissected the sling with tenotomy scissors, preserving as much of the patient's original tissue as possible. Apparently, the surgeon had to go into the urethra in the mid-urethra since the sling was through and through the urethral mucosa. The sling was excised as high as possible on both sides and sent to pathology. Further to that, an unknown sling was placed once the cystocele was completely reduced. Also, prior to closing the wound, hemostasis has been achieved. The surgeon placed a premarin-soaked vaginal packing and connected the catheter to gravity drainage. The procedure was well tolerated by the patient, who was brought to the recovery room in stable condition. ***additional information received on august 2, 2023*** on (B)(6), 2020, the patient visited the clinic to report symptoms of a urinary tract infection. She has been experiencing pain during urination for two years and also mentioned an interrupted stream. *assessment - pain with urination.. *patient plan - since the patient's urinalysis result is completely normal. The patient was advised to follow up with a urologist as the pain was likely related to surgery. The patient underwent a cystoscopy on (B)(6) 2021, to address her pelvic pain. A computerized tomography (CT) urogram revealed a mildly prominent right extrarenal pelvis. On (B)(6) 2021, a patient visited the clinic with complaints of pelvic pain while urinating. The pain has been intermittent for the past six months and has been recurring. During the urinalysis, traces of blood were found. The patient underwent a cystoscopy and lithotripsy procedure to remove a urethral stone, which could potentially reveal the presence of a foreign body from a previous sling. The patient was aware of this possibility. The size of the stone was less than 2.5cm during the cystolithalopaxy procedure, and laser treatment was used to address some of the stones. It was determined that the issue was due to mesh erosion. The patient visited the clinic on (B)(6) 2021, expressing concern about a potential urinary tract infection due to experiencing dysuria for several months. However, the patient denied experiencing any fever, chills, hematuria, increased frequency of urinating, or hesitancy. During an examination on (B)(6), 2021, the patient was diagnosed with a urethral stone caused by the erosion of the sling mesh into the urethra. The physician observed that the mesh in the vagina was eroded laterally. The patient also had a recurring cystocele. The patient reported no preoperative stress urinary incontinence, but she experiences constant dysuria and dyspareunia due to mesh exposure and erosion. The patient visited the clinic on (B)(6) 2021, for a preoperative evaluation of a sling operation to treat stress incontinence, removal or revision of mesh sling, anterior colporrhaphy, repair of cystocele, and plication. She was diagnosed with bladder prolapse and had a vaginal mesh implanted in 2017. A cystoscopy and laser ablation of the urethral stone were performed on (B)(6) 2021, and a computerized tomography of the bladder revealed a rip in the vaginal mesh. The patient reported moderate pain during urination but denied experiencing any abdominal pain, frequency, urgency, incontinence, or hematuria. The patient reported experiencing consistent discomfort in the vaginal area and dysuria during urination on (B)(6) 2021. As a result, she has been scheduled for a procedure to remove the sling and undergo urethrolysis, with a tension-free vaginal tape suspend fascia lata sling being implanted afterward. The patient had surgery on (B)(6) 2021, to remove an eroded mesh sling, a tension-free vaginal tape sling with suspended cadaveric fascia lata. The surgery also included anterior colporrhaphy plication for cystocele repair, female urethroplasty, cystoscopy, and bilateral ureteral catheterization to address severe urinary symptoms. During the procedure, it was discovered that the mesh sling had eroded into the urethra, and the patient also had a recurrent cystocele. The doctor used a fifteen-blade to cut open the area where the sling could be felt and located with a finger. The incision was made down to the level of the mesh fibers and dissected out laterally. The doctor wanted to avoid injuring the urethra from the mesh, so they used a right-angle approach that was more lateral. They then retracted it upward after coming under it on the right lateral arm of the sling. A tenotomy scissors were used to remove the sling while preserving as much of the patient's natural tissue as possible. During the procedure, the doctor had to go into the urethra as the sling had penetrated through it. The sling was removed as high up on either side and sent to pathology for further examination. Reportedly, the patient tolerated the procedure without complication and was taken to the recovery room in stable addition. As of (B)(6) 2021, the patient's condition was excellent. She no longer experiences pain or dysuria following surgery, and has exhibited no signs of incontinence. As of (B)(6) 2021, the patient was recovering well after the operation with no significant pain or incontinence. Past medical history: anxiety disorder cystocele cystocele, midline female bladder prolapse acquired mild acid reflux rectocele svd (spontaneous vaginal delivery) vaginal vault prolapse, post-hysterectomy past surgical history: bladder suspension (B)(6) 2017 colonoscopy with polypectomy (B)(6)2017 colpopexy (B)(6) 2017 hysterectomy 2004 incontinence surgery (B)(6) 2017 tonsil cyst removal (bilateral) 2015 tonsillectomy.

Manufacturer narrative:
Block h2: additional information blocks a2 (date of birth), b5 (narrative), h6 (patient codes and impact codes), and d6b (explantation date) has been updated based on the additional information received on march 14, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2017, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e1405 - dyspareunia, e2006 - erosion, e2326 - inflammation, e1311 - chronic complications of mesh, e2330 - pain, e0402 - foreign body reaction, e0206 - past and future emotional distress. The following imdrf impact codes capture the reportable events of: f1901 - multiple removal procedures, f1903 - explantation of eroded mesh, f2201 - cystoscopy was performed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a procedure performed on (B)(6) 2017. After, and as a result of the implantation of the medical device, the patient experienced pain, dyspareunia, vaginal pain, erosion, urinary issues and chronic complications of mesh including inflammation and foreign body reaction as well as the need for multiple removal procedures. The patient is still receiving treatment. Reportedly, patient claims to have suffered the following damages as a result of the implantation of the prior designated pelvic mesh products: past and future medical and incidental expenses, past and future physical impairment, past and future physical disfigurement, past and future impairment of relationships, past and future loss of earnings and impaired earning capacity, past and future emotional distress, past and future physical pain and suffering, past and future out of pocket costs, and past and future economic and special damages. During the mesh implantation on (B)(6) 2017, the following procedures were performed for the treatment of complete vaginal vault prolapse, cystocele, and urethral hypermobility plus stress urinary incontinence. 1. Robotically assisted laparoscopic sacral colpopexy. 2. Retropubic mid-urethral sling placement. 3. Cystourethroscopy. Operative findings include a normally appearing dome, trigone, and urethra. An excellent efflux of pyridium-stained urine from each ureteral orifice bilaterally. A normal appearing tubes and ovaries bilaterally. No adhesions noted. Additionally, excellent hemostasis was achieved. The patient tolerated the procedure well and was awakened, extubated, and returned to the recovery room in excellent condition. To address the erosion of the mesh sling into the urethra, stress incontinence, and cystocele, the patient underwent an explantation of an eroded mesh sling, a tvt sling with suspended cadaveric fascia lata, an anterior colporrhaphy plication, cystocele repair, female urethroplasty, and cystoscopy with bilateral ureteral catheterization on (B)(6) 2021. A cystoscopy was conducted during the surgery, and it was discovered that there was significant mesh erosion into the urethral lumen. Following that, a 15-inch blade was used to incise over the sling once it could be palpated and located with a finger. When the surgeon reached the mesh fibers, he dissected them out laterally. In addition, the surgeon preferred to approach the urethral injury caused by the mesh from a more lateral angle rather than directly. When the surgeon came under it on the right lateral arm of the sling, he retracted it superiorly. He dissected the sling with tenotomy scissors, preserving as much of the patient's original tissue as possible. Apparently, the surgeon had to go into the urethra in the mid-urethra since the sling was through and through the urethral mucosa. The sling was excised as high as possible on both sides and sent to pathology. Further to that, an unknown sling was placed once the cystocele was completely reduced. Also, prior to closing the wound, hemostasis has been achieved. The surgeon placed a premarin-soaked vaginal packing and connected the catheter to gravity drainage. The procedure was well tolerated by the patient, who was brought to the recovery room in stable condition.